Event description:
It was reported that the customer inserted new batteries into his insulin pump and received a failed battery test alarm. The customer's blood glucose was 376 mg/dl. The customer treated himself with manual injections. The customer declined troubleshooting. Advised customer that a repalcement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.